Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the rinse head tubing was not properly secured and did not fully vacuum the cells during cleaning. The tubing was adjusted and secured to avoid pinching and rubbing. Precision studies were run and the results were good. The customer ran calibration and controls; all were ok.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. The customer provided examples of one patient sample with discrepant results for ise indirect k for gen.2 and a second patient sample tested with gluc3 glucose hk gen.3. No questionable results were reported outside of the laboratory. The first sample initially resulted in a k value of 16.74 and it repeated as 4.92. No units of measure were provided. The repeat value was deemed correct and reported outside of the laboratory. The second sample initially resulted in a glucose value of 727 mg/dl and it repeated as 122 mg/dl. The repeat value was deemed correct and reported outside of the laboratory. The k electrode and the glucose reagent lot numbers and expiration dates were requested, but not provided.